Event description:
It was reported that the patient presented with unstable angina. After performing pre-dilatation with a 2.0x10 non-abbott balloon catheter via inflation to 6 atmospheres (atm) in a moderately calcified, eccentric, 90% stenosed, 70-millimeter (mm)-long lesion, a 2.75x33 rx xience xpedition stent was deployed at 14 atm in the moderately tortuous proximal to mid 3 mm diameter left anterior descending (lad) coronary artery. A 3.5x28 rx xience xpedition stent was then deployed at 14 atm in the moderately tortuous left main (lm) to proximal lad. After performing intravascular ultrasound (ivus), routine post-dilatation was performed using a 3.5x15 non-abbott balloon catheter via inflation to 6 atm. The kissing balloon technique was then performed via inflation of the 3.5x15 non-abbott balloon in the lm to lad and inflation of the 2.0x10 balloon in the lm to left circumflex (lcx) coronary artery. Routine post-procedure ivus confirmed that the stents were well apposed to the vessel wall. No resistance was noted with the abbott stent systems at any time and each stent was deployed without difficulty. One hour after deployment of both xpedition stents, the patient experienced an st elevated myocardial infarction. Three hours later, the patient experienced chest pain and st segment elevated myocardial infarction was observed via electrocardiogram. Angiography revealed that the lm artery was 100% occluded with thrombosis; thrombosis was noted in both the rx xience xpedition stents. An unspecified guide wire was advanced and blood flow was restored via plain old balloon angioplasty (poba) with a 3.5mm non-abbott balloon.

Manufacturer narrative:
(B)(4). The 2.75 x 33 mm rx xience xpedition stent mentioned and the rx xience prime stent mentioned are being filed under separate manufacturer report numbers. Event description continued: thrombus aspiration was then performed using an unspecified thrombus aspiration catheter, and red thrombus was successfully aspirated. Additional thrombus then formed; poba was performed several times and thrombus aspiration was also performed a couple of times, but both were unsuccessful. In an attempt to improve blood flow, a 3.5x23 rx xience prime was implanted in the lm to proximal lad, overlapping the 3.5x28 xpedition stent. However, thrombus formation kept occurring; thrombus was noted in both xience xpeditions and the xience prime. Thus, medication (argatroban hydrate) was administered, then a 3.5x30 and a 2.75x30 non-abbott stents were implanted inside of both rx xience xpedition stents. Post-dilatation was performed with a 2.0x15 and 3.5x20 non-abbott balloon catheters. Treatment of the thrombosis also resolved the myocardial infarction. The patient is still hospitalized, although the thrombosis was successfully resolved using medication, stents, and balloons. In the opinion of the physician, while it is not known if there is a correlation between thrombus formation and the rx xience xpedition and rx xience prime stents, the hospital is testing the patient to determine if there is a possibility of heparin-induced thrombocytopenia (hit); though requested, the hospital has declined to provide the test results. The patient has been on the following antiplatelet therapy: 100mg/day aspirin since unknown date, 75mg plavix since (B)(6) 2013, and 300mg/day anplag since (B)(6) 2013; a total of 11,000 units of heparin was administered during the procedure. No additional information was provided. The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). The reported patient effects of angina, EKG changes, ischemia, myocardial infarction, and thrombosis are known observed and potential patient effects as listed in the xience xpedition everolimus eluting coronary stent system instructions for use (IFU). Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.